Event description:
It was reported that a fracture of a stent in the sfa was identified in imaging. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA #p070014.